Event description:
It was reported the patient programmer was showing an end of service (eos) message. The eos message was first seen three days prior. It was stated that it ¿seemed like a short amount of time.¿ the patient has had the device for four years and it was a larger battery (compared to previous device). It was indicated that the healthcare provider reportedly stated the device would last approximately ten years. The patient inquired why their device lasted a short time. Information received about three weeks later indicated that the device¿s settings were at 3.5v and had not been raised higher. No further information was reported.

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3037, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3093-28, lot # v176454, implanted: (B)(6) 2009, product type lead. (B)(4).